Manufacturer narrative:
The device was returned and investigation identified a component failure. The needle manufacturing records were reviewed and found that seven electrical issue were recorded for this needles batch. Electrical testing found the parameters for hi-pot failed testing. Disassembly of the device revealed damage to the insulation on the heater wire. The resistance wire insulation layer on the heater rear end was damaged under spring during vendor assembly process leading to the current leakage in this point.

Event description:
Prior to a cryoablation procedure, two 2 iceforce cx cryoablation needles and system tested fine with no issues to report. During the first thaw the patient started twitching. The procedure was immediately stopped using both probes and restarted them independently to determine which needle was causing the spasm. Once determined the case was continued using passive thaw on the identified needle, and active thaw on the other. Needle performed fine during freezes. Performed cautery with both needles and no twitching occurred. Case was completed with no harm to the patient. Doctor was satisfied with the result.